Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when his blood glucose level was not low. Customer's sensor glucose reading was 60 mg/dl but his blood glucose level was 180 mg/dl. The customer also had issues with the adhesive patch on the sensor. The device was not returned.